Manufacturer narrative:
On 6/27/2019, additional information indicated that date of explantation was on (B)(6) 2019. On (B)(6) 2019, pathology report received indicated there was also issue with granuloma. Patient underwent bilateral removal and replacement as follow:left replace with catalog number sphx-415, serial number (B)(4), and right replaced with catalog number sphx-415,serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on 7/22/2019. Device evaluation completed on 7/31/2019: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: left- mentor memorygel 375cc silicone breast implant, cat#: 3507375bc sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel 375cc silicone breast implants which the right side ruptured after implantation. As a result patient scheduled for removal and replacement on (B)(6) 2019.